Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and power loss alarm. Customer reported that they receive a low battery alert prior to replace battery alert and replace battery now alarm. Customer stated that they were able to clear power loss alarm but the customer did not receive the request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.